Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at a routine follow up far-r oversensing was observed. The oversensing was noted on a stored ams episode. It was recommended that the device be reprogrammed with an increased pvab. The patient will continue to be monitored per routine schedule.